Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The following section was corrected: h11. The reported event was unable to be confirmed, as no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - drill the product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - compress short anti-rotation spindle 400lbs with drill and pins 38mm catalog #: 178365 lot #: 977510. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the surgeon attempted to use a spindle implant, the drill packaged with the device fractured. Another spindle was used to complete the procedure. Attempts have been made, however, no additional information is available.